Event description:
Event description guidant received information that this transvenous defibrillation lead exhibited measurements indicative of a fracture. The physician elected to surgically cap and abandon the lead, and electively explanted this implantable cardioverter defibrillator. A new guidant defibrillation lead and pulse generator were implanted without reported complication.